Event description:
It was reported by the initial reporter that the bd safe-clip¿ needle clipping device was not clipping. The following was received by the initial reporter: needle clippers (lot#3003001) patient obtained from retail pharmacy approx 2-3 months ago are not cutting needle tips off as per design. Seems to be bending the tip, sometimes breaking it through bending force, other times not at all. Also seems to be a needle tip jammed inside needle entry point of clippers (unable to remove).

Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the initial reporter that the bd safe-clip¿ needle clipping device was not clipping. The following was received by the initial reporter: needle clippers (lot#3003001) patient obtained from retail pharmacy approx 2-3 months ago are not cutting needle tips off as per design. Seems to be bending the tip, sometimes breaking it through bending force, other times not at all. Also seems to be a needle tip jammed inside needle entry point of clippers (unable to remove).

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.